Event description:
The customer reported that the monitor dropped although being fixed to a gcx cart. No pt incident or injury occurred.

Manufacturer narrative:
(B)(4). The device was found to have damage to the power supply. We will consider that the dropping was not expected, therefore, a reportable event. At this time it is unclear whether there was a mounting hardware malfunction, or whether the device was not properly mounted or fixed. The monitor was sent in for bench repair due to the power supply damage incurred from the monitor drop. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.